Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal was loaded correctly; however, after the seal was deployed, the surgeon adjusted the seal cable (stem) and he pulled on the seal cable too early. The seal became unraveled and did not provide hemostasis. A second seal was loaded and with the same manipulation technique, the seal become unraveled. The surgeon chose to use a side biter clamp to complete the procedure. There was no patient effect reported. The surgeon admitted it was user technique and that he pulled the seal stem too early. There was no product issue related as the surgeon explained to the maquet territory manager sales representative. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.